Manufacturer narrative:
The suspect device was returned for evaluation. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the plastic connector within the kit is creating a hole in the catheter at the blue line. The plastic connector was replaced.